Manufacturer narrative:
Initial reporter fax#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that white foreign matter was found on the tip of the bd insyte¿ autoguard¿ bc shielded IV catheter tip. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation results: DHR review was performed on the lot number: 7157671. The lot number was built on afa line 11 from june 11, 2017 thru june 17, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non-foreign material, and particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing: one sample unit was received for evaluation by our quality engineer team. Upon examination, excess silicone lubricant was found on the catheter tubing with attached debris. This defect was determined to have occurred during the manufacturing lubrication process. The cannula/catheter assembly is dipped in the lubrication to minimize the insertion and threading forces during the usage. Foreign matter can be loosely attached to the catheter tubing due to the silicone lube. Cleaning is performed each shift to minimize the potential for foreign matter introduction to the product. Root cause is determined to be related to manufacturing process. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a quarterly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.